Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that every once in a while, when the patient turns right, they get a jolt of electricity down their right arm which started 7-10 days ago. Patient said the jolt startles them and their arm twitches a little bit but not for very long. Patient saw the healthcare provider about 10 days ago and was told the battery was down to 2%. Patient turned stim off and it made a significant difference. Patient wanted to know how urgent this issue is. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The patient provided additional information indicating that the cause of the shock when turning right was that the insulation was missing at connection point of stimulator. The patient added that they believed the wire was "wrapped around and it was secured with sutures. A surgery on (B)(6) 2025 was required to replaced the battery. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown, serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative indicating this was the first notice of the complaint for them. The patient¿s battery was nearly dead and cycling off at the time of replacement, which was determined to be normal battery depletion; the battery was replaced without incident, impedance readings were normal prior to replacement, there was no evidence of device breakdown, and the patient is now doing fine.